Event description:
It was reported that the patient had inappropriate shocks due to supra-ventricular tachycardia. The sensing vector was set to the secondary vector. Technical services discussed the electrograms with the caller. The doctor may elect to treat the arrhythmia with medication. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that this device had a battery depletion error. The device was being checked by the clinic when the alert occurred. The pulse generator has been implanted greater than seven years. The device was successfully explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to supra-ventricular tachycardia. The sensing vector was set to the secondary vector. Technical services discussed the electrograms with the caller. The doctor may elect to treat the arrhythmia with medication. There were no additional adverse patient effects. The system remains implanted.